Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urethral atrophy, causing the cuff to become too large for the patient and preventing the component from closing the urethra, resulting in recurring incontinence. In addition, it was noted that the cuff was too large. A surgical procedure was performed to remove and replace all the components. No additional patient complications were reported.